Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional devices referenced in b5 are filed under separate MFR numbers.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pacemaker procedure. Reportedly, the first prostyle suture was placed and worked. The second and third prostyle sutures became stuck around the distal guide. Both sutures were intentionally broken to release the device from the anatomy. The fourth prostyle device, a link break was observed after the plunger was removed. Following the failures of the three prostyle devices, the first prostyle suture was removed. The sheath was upsized to a 23f, and the pacemaker procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.